Event description:
It was reported that the patient has expired after an implant duration of approximately 0.7 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via fax) for the device, operative report, and additional information (on 4/2/2010 and 4/9/2010); however, no additional information was received by the health-care provider. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, before the cutting mode was applied, the cutting wire broke upon flexing. No portion of the wire fell into the patient. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B) (4) = intestinal ischemia with necrosis; diffuse bowel ischemia; aortic valve disease. Additional manufacturer narrative: on 05/05/2010 (through follow-up with the health-care provider via fax), a response was received. The cause of death was listed as intestinal ischemia with necrosis., secondary to diffuse bowel ischemia and aortic valve disease.